Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the ins was not working for their bowel and hadn't for "quite awhile". Patient stated they were having little accidents like 4 times every hour. Patient stated they used to use ins for bladder and bowel but they had a hysterectomy and now only used it for bowel issues. Patient requesting assistance making a therapy adjustment. Patient was able to connect to ins and selected a different program. Patient had voice assistant feature enabled on handset which made it extremely difficult to navigate in handset. Agent transferred patient to healthcare it (hcit) to turn voice assistant off. They were redirected to healthcare provider (hcp) if bowel issues persist. Healthcare it transferred the patient back over upon resolving the patient's handset issue. Patient was able to connect to see their settings. The therapy was off on program 6. Patient stated program 6 hadn't been helping their symptoms so they had wanted to switch programs and went to program 4 but upon increasing they felt the stimulation in their leg. Patient services reviewed stimulation considerations and device description/function with the patient. The patient then decided to go to program 7 and they increased and said "I kind of feel it in the bike-seat" but they kept increasing and felt it in the leg again. Patient services reviewed if they went up too high it could go down the leg so the patient brought the stimulation down to a level that was comfortable and only in the bike-seat. Patient to monitor their symptoms now that a change had been made. Patient to follow up with their healthcare provider if they worked their way through all their programs and it still wasn't helping so they could request additional programs and so they could discuss their therapy concerns and check the implanted system.